Event description:
Customer reports 431 mg/dl on inform system dosed with venous draw, lab result 240 mg/dl for same sample. Six hrs later, same pt, 424 mg/dl on inform system dosed with venous draw, lab result 195 mg/dl for same sample. Pt given an unspecified amount of r insulin based on meter result of 424 mg/dl. Customer reported no pt symptoms. No adverse event reported. A request was made for the return of the system, replacement was sent.